Event description:
It was reported that the patient¿s device is not working and the site is painful. She stated that she would have to wait another month to see the manufacturer representative (rep) because he was only there one day a month. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v755276, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).